Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 40% to 5% in approximately 50 minutes. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy available.